Event description:
It was reported that a patient has had high impedance readings at different times. It was noted that the high impedance was concluded by provider to be okay and the lead continued to be used. After a recent MRI, the patient was observed to have high impedance again and a full revision was scheduled. The patient had a full revision performed. The explanted products were discarded. It was noted that no impedance issues were observed during surgery; however, high impedance was observed in the past on different occasions no additional relevant information has been received to date.